Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Initial transesophageal echocardiography (tee) revealed a trace pericardial effusion prior to the procedure. The physician obtained access in the right femoral vein and inserted a standard j-wire to the inferior vena cava (ivc) to superior vena cava (svc). Following the j-wire, the watchman double curve sheath with the versacross connect was advanced up the svc. The j-wire was then removed, and the versacross rf wire was inserted. Once the rf wire was inserted, the physician began crossing the septum to the left atrium. Tee imaging confirmed the proper position for crossing the septum. Due to the patient anatomy, the rf wire was noted to have gone through the septum and then into the aorta. The rf wire was only thing inserted. Once this was noticed, the physician brought the rf wire back and began to evaluate the patient pressures and the tee. The patient pressure went down slightly, and the patient was given neo-synephrine to help bring pressure back up. Patient was noted to have a hematoma on the aorta due to the rf wire (not present at the beginning of the procedure), and it developed after crossing the septum and then the aorta (suspected cause). The physician called the operating room (or) surgeon. Protamine was given to the patient to reduce the hematoma and the physician decided to perform pericardiocentesis to treat the effusion (apex of the heart), that increased in size from the prior observation of it. Approximately 250ml of dull red color fluid was drained from the effusion. The effusion resolved after pericardiocentesis, and the patient pressures began to come up. The procedure was aborted, and the patient was sent to the intensive care unit (ICU) for monitoring. The patient was discharged the next day with no further complications. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin at the time and they were under eliquis at the time of the procedure. In the physician's opinion, the effusion may have occurred prior to the transseptal crossing, in the right atrium.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.